Event description:
A customer reported receiving a glucose result 187 mg/dl on their precision xtra blood glucose meter. Customer then reported feeling disoriented and sweaty. He also reported experiencing a loss of consciousness. The customer's daughter gave him 2 tubes of glucose gel in order to stabilize glucose levels. Paramedics were called, and upon arrival the customer's glucose was checked; it is unk what result the paramedics received. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.